Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 218 due to right heart failure. It was reported that the patient pulmonary artery (pa) pressure started rising from post op low of 27/15/22 on (B)(6) 2018 at 0230 to a high of 90/41/59 on (B)(6) 2018 at 1256. Hemodynamically required increasing pressers to maintain blood pressure. Total bilirubin rose to 9 mg/dl patient was on crrt, highest creatinine was 2.24. It was reported on (B)(6) 2018 that patient's creatinine was 1.35 up to 2.12 mg/dl. On (B)(6) 2018 nephrology was consulted for creatinine 2.24 and no urine output, continuous renal replacement therapy (crrt) was started. On (B)(6) 2018 it was reported that severity was acute kidney injury and patient had a stage 3 of chronic kidney disease (ckd). History of present illness patient with worsening multiorgan dysfunction. It was reported that in depth discussions with family had now resulted in decision to make patient do-not-resuscitate (dnr). The ongoing lactic acidosis concerned marked pressor requirements. High flow dialysate w/ continuous renal replacement therapy (crrt) unable to male notable correction of acid/base issues. Crrt uf 1.9l. The patient was not tolerating much uf, had progressive decline despite all pharmacologic and mechanical therapies. The patient was unable to sustain blood pressure. The patient was with family at bedside, which moved toward deceleration of care per family's request, as the family knew and accepted that patient will soon expire. The patient expired on (B)(6) 2018 at 1436. Additional information received that the patient had a right heart failure had inotropes from (B)(6) 2018 through patient's expiration on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported multisystem organ failure and subsequent patient expiration could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2018 (post-implant day 5). Information provided indicated that the patient required inotropes due to right heart failure from the date of implant on (B)(6) 2019 through (B)(6) 2018. In addition, the patient was started on continuous renal replacement therapy (crrt) on 17sep2018 due to an elevated creatinine level and no urine output. The patient reportedly had acute kidney injury and stage 3 chronic kidney disease. His total bilirubin was also found to be elevated. On (B)(6) 2018, his pa pressure began to rise and he hemodynamically required increasing vasopressors to maintain his blood pressure. He continued to experience worsening multiorgan dysfunction and his ongoing lactic acidosis required continued vasopressor treatments. His high flow dialysate with crrt did not result in any significant correction to his acid/base issues and he was not tolerating much ultrafiltration (uf). The patient was unable to sustain blood pressure and he progressively declined despite all pharmacologic and mechanical therapies. The patient¿s care was decelerated, he was made dnr, and he ultimately expired on (B)(6) 2018. No alarms were reported in association with the events leading up to the patient's outcome. Information provided by the account indicated that the patient¿s expiration was not related to the device and the device operated as expected. Mlp-011067 was not explanted and is not available for investigation. The heartmate 3 lvas IFU lists right heart failure, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.